Event description:
It was reported that during genital cleaning, urine was found leaking from the foley catheter shaft base. Upon checking, part of the temperature sensor was torn off and two sensor wires were protruding from the shaft and penetrating the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual inspection noted the temp sensing wire was protruding out of the catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the temp sensing wire was protruding out of the catheter shaft. This is out of specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during genital cleaning, urine was found leaking from the foley catheter shaft base. Upon checking, part of the temperature sensor was torn off and two sensor wires were protruding from the shaft and penetrating the catheter.